Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had frequent battery changes on their insulin pump. The customer also reported cracks and condensation inside their insulin pump's screen. No additional information provided.